Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. The repair has not been completed.

Event description:
It was reported that, during set-up, a ventilator screen was found to be inoperable . There was no patient involvement.

Manufacturer narrative:
(B)(4).the service engineer evaluated the returned ventilator, and verified the reported complaint. The unit was power cycled on and a screen malfunction was observed. The invertor printed circuit board (pcb), display, and the display cable were replaced to resolve the customer reported malfunction. The ventilator passed all testing and operates within the manufacturing specifications.